Event description:
It was reported that the patient presented with non-st-elevation myocardial infarction (nstem) with ischemia. A 90% stenosed lesion in the right coronary artery with mild tortuosity was noted. After pre-dilatation, the same inflation device was used to attempt to inflate the 4x12mm xience sierra stent delivery system (sds) that was advanced to the target lesion; however, the balloon would only partially inflate and was losing pressure. The stent became partially opened and the partially opened stent had to be removed with the delivery system, guide catheter and guide wire as a single unit. A new guide catheter, guide wire and non-abbott were stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported material rupture and activation failure were confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage or leak noted to the device during the inspection prior to use or during preparation of the device, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly tortuous and 90% stenosed anatomy resulted in compromising the balloon material; thus resulting in the reported/noted material rupture and the reported/noted activation failure. The stent was partially deployed during removal which likely resulted in the reported difficulty to remove. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.